Event description:
The lead was returned to the manufacturer because during the implant procedure the right ventricular [rv] lead was damaged due to "horrible" patient anatomy. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that the lead appeared damaged at implant.